Event description:
The customer reported the generation of erroneously high patient results for sodium (na) on their cell 2 of au5800 clinical chemistry analyzer. The customer did not report the high patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced ise buffer valves and ise reference valves and cleaned the dirty drain tubes to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Section age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is b)(4).